Event description:
It was reported that the patient had undergone a deep brain stimulation (dbs) implant procedure. The following day it was noted via a computed tomography (CT) scan that one of the leads had migrated by 5mm. There was no stimulation issue as the system had not yet been turned on. During the original implant procedure the physician was trialing a non-boston scientific lead holder to place the boston scientific lead, as such, the physician felt the sole reason for the lead migration was due to the device not holding or securing the lead properly. The patient underwent a revision procedure where the lead was successfully repositioned and was doing well postoperatively.